Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the syringe barrel was loose. The fse tightened the syringe barrel to resolve the reported problem. The fse ran controls successfully. The repairs were verified per established service procedures. (B)(4). Related event : MDR 2023446-2016-00352. (B)(4).

Event description:
Customer reported that ca control is failing for glucose on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.